Event description:
A nurse reported that a pt was admitted due to an episode of peritonitis, without allegation of device malfunction. The nurse stated the source peritonitis was unk. The pt was assisted by a caregiver to complete peritoneal dialysis treatments. The pt was in the process of switching to hemodialysis therapy and was being placed in a long-term care facility upon hospital discharge. The pt's medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.